Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported: proximal rectum stump transected with competitor device distal rectal stump was transected with cs40g with the greater curvature of the jaw facing downwards after closing the contour stapler onto the colon, surgeon waited a few second before firing once transected, surgeon a wanted to oversew the staple line with pds 3-0 just as surgeon a was about to sew over the staple line, he realized that the staple line was incomplete and the mucosa was pouting from the staple line surgeon a used a forcep to probe on the pouted mucosa and the staple line slowly opened up by itself a second reload was loaded onto the contour stapler, and fired 2cm distal from the first transection this time, surgeon b and surgeon a realized that there was only staple line on the anterior side and not on the posterior staple line was not complete and did not fully capture the colon a third reload was loaded and fired again 3-4cm distal from the second transection. Staple line was fully formed and colon transected pds 3-0 was sewed over the staple line everything was ok surgery was delayed by 15 minutes the surgery was completed successfully.